Manufacturer narrative:
Based on the information provided, there's no indication or report that da vinci products directly caused or contributed to the post-operative event.

Event description:
A patient who was enrolled in a clinical study underwent a da vinci-assisted benign hysterectomy for a leiomyoma. The procedure was completed without reports of any da vinci device malfunctions nor intra-operative complications. Approximate 2 months after the procedure, the patient experienced pain after sexual intercourse, and a vaginal suture dehiscence was found. The patient underwent a laparoscopic procedure to repair the vaginal cuff with double-layer suturing. No further symptoms were reported after the re-operation.